Event description:
The customer stated that she suffered a diabetic coma and was hospitalized. The reported blood glucose reading at the time of the call was 333 mg/dl. Prior to the hospitalization, the customer stated that she gave herself a manual injection to treat a high blood glucose reading of 499 mg/dl. The customer then experienced a low blood glucose reading of 43 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.